Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The taxus express2 2.5x24mm drug eluting stent was found to be frayed during the procedure. The procedure was completed with another taxus stent. No patient complications occured.